Event description:
Procedure performed: robotic hiatal hernia event description: rep was not present for the case. After the trocar was placed in the abdomen and fully seated, a camera was placed down the trocar then they heard a pop and the trocar snapped in half. There was no patient injury. The case was completed with a new device. Product is available for return. Additional information received on 10aug2022 via phone call from user facility: incomplete, (7/8) break occurred in middle of cannula after placing instrument through cannula. The break did not fragment. The trocar was inserted normally with no difficulty during insertion. Type of intervention: the case was completed with a new applied trocar. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic hiatal hernia. Event description: rep was not present for the case. After the trocar was placed in the abdomen and fully seated, a camera was placed down the trocar then they heard a pop and the trocar snapped in half. There was no patient injury. The case was completed with a new device. Product is available for return. Additional information received on 10aug2022 via phone call from user facility: incomplete (7/8) break occurred in middle of cannula after placing instrument through cannula. The break did not fragment. The trocar was inserted normally with no difficulty during insertion. Type of intervention: the case was completed with a new applied trocar. Patient status: no patient injury.